Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture behind the display. The reporter denied any physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2016 with the following findings: the pump powered on with the returned battery cap. A leak test was performed and showed a leak at a missing bolus button cover. Upon removal of the pump case, evidence of moisture contamination was found inside the pump. Unrelated to the original complaint, a green horizontal line was noted through the display screen. The audio bolus button cover was missing, making further testing of the bolus button functionality impossible.